Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced a sensor site infection that ¿went to the system and blood sugar went up to over 200¿. The customer had contact with an hcp who prescribed antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The sensor lot expired as of 31-mar-22, therefore, sensor testing not applicable in this case. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The sensor kit associated with this complaint has an expiration date of 31 mar 2022. The reported complaint occurred on 04 oct 2022, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h6 and h10 have been updated to reflect the correct investigation results.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced a sensor site infection that ¿went to the system and blood sugar went up to over 200¿. The customer had contact with an hcp who prescribed antibiotics for treatment. There was no report of death or permanent injury associated with this event.